Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, patient complications occurred. Twenty-three days after, a taxus liberte' drug eluting stent was implanted, the patient reported not feeling well and breathing difficulties being severe. About 3 weeks later, the patient was seen in follow-up for a abdominal aortic aneurysm. A CT scan showed a "shadow" that had not previously been seen. The physician cannot eliminate the stenting procedure as a possible cause for the worsening underlying conditions. The patient was prescribed aspirin and plavix post-procedure and in addition is taking 100mg panaldine, lasix, steroids, endoxan, nppv, antimicrobials, antifungals and antivirals for the respiratory symptoms. The patient prognosis is listed as "severe" as the patient will be unable to recover from the preexisting conditions of renal failure, the abdominal aortic aneurysm and the "underlying conditions."